Event description:
Customer reported via phone call that the buttons on the insulin pump was not working. The blood glucose reading was 12 mmol/l. The insulin pump was damaged and therefore it will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.